Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 294 mg/dl and treated with 5 unit. The customer also reported that the battery cap was stuck and cracked at the top. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The customer was not able to troubleshoot on insulin pump for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Insulin pump received with broken battery cap.